Manufacturer narrative:
Additional information: a device lot number was provided with the returned samples. Medical device lot #: 5207766. Medical device expiration date: 7/31/2020. Device manufacture date: 7/26/2015. Device evaluation: results: six unused samples were returned for evaluation. A visual inspection revealed that the units were in sealed blister packs. Simulated use testing was performed by activating the device safety mechanism and all samples activated properly with no issues observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5207766. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples and review of the device history record revealed no irregularities.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while activating the safety mechanism on a 3 ml bd safety-lok bd disposable syringe with bd luer-lok tip after administering a flu shot to a (B)(6) patient, the safety cover stopped and the nurse pricked her finger on the used needle. A physician at the facility offered post exposure lab work to the nurse but she did not have any testing done and there were no other medical interventions reported.